Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the entire distal end where it tapers off from the shaft is broken but the broken end not returned with the device. The device shows normal wear and it seems to be a old device. This failure indicates excess abuse of the device and can be attributed to user technique issue. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. A search was performed for this product code in complaints system and there were no similar failures in the last 4 months. This is an anomaly and indicates excess force was applied while using the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email the tip of the customer's hex driver broke off in a metal screw during an acl case. The tip was easily removed from the screw with a pick up and the screw was inserted with a different hex head driver without patient complication. Additional information received: the issue did not result in delay to the procedure. A screw driver was available on the sterile field that worked. No patient consequences.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via email the tip of the customer's hex driver broke off in a metal screw during an acl case. The tip was easily removed from the screw with a pick up and the screw was inserted with a different hex head driver without patient complication. The issue did not result in delay to the procedure. A screw driver was available on the sterile field that worked. No patient consequences.